Event description:
On april 20, 2022, senseonics was made aware of an incident where patient reported infection and pain at the insertion site. Patient did not report any pain but mentioned that pus came out of the arm. Patient visited hcp who prescribed antibiotics after which the insertion site healed.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient went to hcp who prescribed antibiotics to treat the infected area. After taking antibiotics, the infection began to heal. Patient is currently using the eversense xl cgm system but was advised to consult hcp in case of any medical assistance.